Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when attempting to insert the intraocular lens (iol) the lens was injecting normally at first but the plunger over-rode the lens as the last part was being inserted. This resulted in the lens becoming stuck and necessitating manipulation to get it into the eye and then to sit correctly. The report indicates the lens is still implanted in the eye but the preloaded delivery system is being returned. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/16/2015. Product evaluation: the intraocular lens remains implanted; therefore, the lens was not investigated. The delivery system for the pcb00 lens was received for investigation. The system was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position, fully engaged into lower body of the pcb00 system. No damage on the pcb00 system device was observed. The lens was implanted. Based on the investigation, there is no indication of a product quality deficiency. The reported customer claim could not be verified. Manufacturing record review: a review of the manufacturing process for the intraocular lens was conducted. The pcb00 lens manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search on complaints related to the production order revealed that no other complaints for this production order were received. Labeling review: the directions for use (dfu) for the iol with the preloaded delivery system were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses and with use of the preloaded delivery system. All pertinent information available to abbott medical optics has been submitted.